Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity and no related adverse trends were identified for the architect tsh assay. No return samples were available, therefore sample specific testing could not be performed. Testing was performed using an in-house retained kit of lot 87036ui00 and all specifications were met indicating the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect tsh assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple discrepant tsh results while architect tsh reagents. Architect method normal range is 0.35 to 4.94 miu/ml. Sorin method normal range is 0.3 to 5.25 uiu/ml and roche method normal range is 0.27 to 4.2 uiu/ml. Sid 1013 tsh (architect method) initial 3.580 uiu/ml, repeat at another facility 3.4384 uiu/ml. Other tsh method results were provided including sorin (5.509 uiu/ml) and roche (4.65, 4.27 uiu/ml). Sid 1109 tsh (architect method) initial 3.9207 uiu/ml. Other tsh method results were provided including sorin (6.224 uiu/ml) and roche (6.28, 6.08 uiu/ml). No adverse impact to patient management were reported.